Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned to the manufacturer for physical evaluation, to date none has been received. The reported complaint was not confirmed as the complaint device was not returned to the manufacturer for evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A biomedical technician (biomed) at a user facility reported that while troubleshooting the 2008k2 hemodialysis machine for conductivity issues, it was noted that the wiring harness was corroded due to heat damage. The biomed stated that the insulation on the temperature sensors was melted due to heat damage and eventually became brittle and was crumbling off. The biomed stated that the temperature control thermistor insulations were melted and burnt. The biomed stated that it is unsure if a patient was on the machine or not at the time of the conductivity issues; however confirmed that there was no adverse events, medical intervention or injuries reported. The biomed replaced the temperature sensors. The machine has been returned to service at the user facility without recurrence of the reported issue. The complaint device is available to be returned to the manufacturer for evaluation.